Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced: several interrogations were made and no message indicating to charge the tablet appeared on the screen. - the message was only displayed when the tablet reached a low battery level, as per specifications. - therefore, based on available data, no issue is suspected on the subject smarttouch tablet.

Event description:
Reportedly, a message displayed on the screen indicates to charge the tablet because the battery is low, although the battery is actually fully charged. Several attempts were made to charge the tablet but the issue remained.